Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a damaged left plunger case. Event log history was performed and indicated that there was nothing in alarm history pertaining to customer stated problem. During analysis, the reported problem was able to be duplicated. It was noted that the square shaft in the plunger tube was not installed into the clutch cam and was noted to be the cause of the reported issue. Service installed the square shaft into the clutch cam and replaced the battery to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the plunger drive of a smiths medical medfusion pump was stuck. No adverse effects were reported.

Event description:
Information was received that no patient was involved with this incident.